Event description:
During perperation for a coronary artery bypass graft surgery, bleeding was observed while using three heartstring seals. The procedure was completed with a side biter clamp. No other pt complications were reported. This report is for the third seal used when bleeding was observed and a side biter clamp was used to complete the procedure.